Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. Requested return of suspect device and replacement was sent.

Event description:
Caller states multiclix lancet remained in customer's finger after customer used the multiclix device. No medical treatment required. Requested return of suspect device however customer has discarded the lancet drums; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(4).